Event description:
Healthcare professional reported right side pain with suspected capsular contracture, baker grade unknown. The device has been explanted and replaced. Post surgical bleeding was reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25-nov-2024.

Manufacturer narrative:
Continued e1: phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side pain with suspected capsular contracture, baker grade unknown. The device has been explanted and replaced. Post surgical bleeding was reported.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6).

Event description:
Healthcare professional reported right side pain with suspected capsular contracture baker grade unknown. The device has been explanted and replaced. Post surgical bleeding was reported.